Event description:
Patient called lfs and alleged that their meter would power off during use. The patient stated that the last time they were able to test was in 04. They were feeling shaky at the time of testing. They phoned their medical professional for assistance, no treatment was received. The issue was not resolved with troubleshooting. Based on the information provided, the mete did malfunction. However, the meter did not contribute to a serious injury.